Event description:
It was reported that the pump battery "takes a very long time to charge". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.